Event description:
It was reported that the patient experienced loss of therapy due to high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection of the returned lead had internal wires broken, that would cause impedance issues.